Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The infection was not confirmed. The rep reached out to the patient multiple times with no response back.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a dark spot on the spot on his left cheek where his lead is that has turned into a raised, fluid filled, spot. Patient referred back to implanting doctor. Issue not resolved at this time. Rep reported possible infection.